Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history indicated that loss of cartridge detection occurred. The force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was able to rewind, load and prime successfully during evaluation. The force sensor pins were found to be partially dislodged. Unrelated to the event the display was found to be misaligned and the keypad was found to be torn. 2531779-03/24/2010-003-r.